Manufacturer narrative:
(B)(4). No UDI is available for this product.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Patient received a notification for low pacing lead impedance. Inappropriate episodes of mode switch due to noise were also noted. The lead was explanted. No further information is available.